Event description:
New information received notes that the patient was seen in clinic and the insertable cardiac monitor was reconnected. No patient consequences provided.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.